Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated the device's plunger was not working. The event occurred during testing. Customer tested and found that the plunger sensor error code was given once turned on there was no patient involved and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of the device showed the plunger head was contaminated. Replaced full plunger assembly, plunge tube, plunger cable and square shaft, cleaned, greased, and calibrated the pump. The pump passed all functional and delivery tests.